Manufacturer narrative:
Updated fields: b4,d8, d9, g1, g3, g6, h2, h3, h6(medica problem code, component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and was unable to obtain information on if the customer was running in semi-auto or fully auto from end user. The fse was unable to reproduce the reported issue. Performed completed all functional and safety tests per manufacturer specifications. Returned to customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) timing not updating keeps alarming. There was no harm reported.